Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced solenoid valve 4, which was observed to be not opening completely. The cause of the discordant troponin cardiac I results was a malfunctioning solenoid valve. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same advia centaur xp instrument and alternate triage instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni).